Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer stylus was unable to be calibrated. The programmer is expected to be returned for service. There was no patient involvement.

Manufacturer narrative:
Product analysis: the complaint was unconfirmed, stylus calibration was performed successfully. The storage bay was found to have a broken door latch, and was replaced. The software was reloaded and updated, and the device passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
On 09-21-2018: the programmer was returned for service.